Manufacturer narrative:
Additional information: section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Efforts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drt150 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient experienced vision issues, which led to a lens rotation on (B)(6) 2026; however, the issue persisted. On (B)(6) 2026, an iol exchange was performed and a drt150 23.5d iol was implanted. There were no sutures during the explant procedure and the patient tolerated the exchange procedure. The suspect iol is not available for investigation as it was discarded. No further information is available.